Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed noise, which resulted in oversensing cases of inappropriate therapy, on this implantable cardioverter defibrillator (ICD). The rv lead was subsequently abandoned, with the ICD system, and a new system was implanted. No additional adverse patient effects were reported. Additional information reported indicated that nothing was noted on the x-ray of the lead. Nothing of the old system was tested as it was abandoned on the original side and an the single chamber system was implanted on the other side. No additional adverse patient effects were reported.